Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing retraction issue. The following information was provided by the initial reporter: customer cites bd recall document. Additional information received on 17jul2025: thank you for reaching out. Yes, I am confirming we have experienced the retraction issue of this item.

Event description:
"After following up with my team, the response is that we are requesting recall replacements in response to a national recall. The issues we had late last year were submitted to bd directly with multiple follow-up conversations with bd¿s leadership included and them closing the query".

Manufacturer narrative:
Cancel MDR. Clarification from the customer indicates that this is not a customer complaint. We are cancelling this MDR.